Event description:
It was reported that this inflatable penile prosthesis (ipp) had not functioned since activation due to fluid loss. The patient was expected to undergo a surgical revision. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak and nonfunctioning device could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a probable cause for the event cannot be established. Without a returned product available for analysis; the conclusion code of cause not established has been chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) had not functioned since activation due to fluid loss. The patient was expected to undergo a surgical revision. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak and nonfunctioning device could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a probable cause for the event cannot be established. Without a returned product available for analysis; the conclusion code of cause not established has been chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) had not functioned since activation due to fluid loss. The patient had the aus replaced. No patient complications were reported.